Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The (B)(6) reported, that back on 7/13/2022 that aligners do not fit at all. Then on 7/14/2022 (B)(6) stated, his teeth are "not strongly connected to gums no more". In addition, (B)(6) reported, that on (B)(6) 2024 that he is in pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.